Event description:
It was reported, the patient had intermittent urinary tract infections. It was noted, the patient also experienced pain with urination, frequency, and cramping. It was reported, the patient was prescribed bactrim and cipro. It was noted, the patient was referred to a local urologist to follow-up with the intermittent utis. It was reported, the patient¿s symptoms were ongoing.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v569217, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the patient had no history of urinary tract infections (utis) according to her baseline medical history form and no further utis had been reported. The exact dates of uti diagnosis were unknown. Etiology was noted as a new illness/injury and not a device etiology. The patient was prescribed bactrim in (B)(6) 2011, but it was not working so it was discontinued and cipro was started until the regimen was complete. The patient had further rounds of cipro in (B)(6) 2011 and (B)(6) 2012. The outcome was resolved without sequelae. Follow up is being conducted to obtain cause of the utis and relation to the patient's underlying urinary dysfunction. If additional information is received, a follow-up report will be sent.